Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital with a fever. The skin over the xiphoid incision was red and a hematoma was noted. A localized infection over the suture sleeve was suspected. A revision was performed and this electrode was removed. The infected xiphoid suture wound was cleaned. A new left xiphoid incision was made below the old site and a new electrode was tunneled on the right sternum, away from where the infected electrode had been. During the electrode replacement, the pocket was evaluated and no infection was observed, so the same device remained implanted. A new induction test was performed successfully. The patient remained hospitalized with antibiotic therapy pending resolution of the infection. No additional adverse patient effects were reported.